Event description:
The customer reported the alarm has power however, when weight is removed from the sensor the alarm will not sound. The customer tested it with new batteries and a new sensor and the results remain the same. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4) - alarm, failure to. Eval results: eval of the returned product found that the unit powers up but the alarm does not sound when it should when removing the magnet or when weight is removed off the sensor pad. The fail safe feature does not work. The nurse call light comes on when it should. Pressing the tone button has no effect on the unit and the low battery indicator does not sound when it should. (B)(4).